Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens was taken out of the pt's eye during the same surgical procedure. Due to similar complaints resulting in lens explantation the co is reporting this as a malfunction MDR.